Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis, requiring medical intervention. Device issue: none. It was reported that restenosis was observed after two pixel stents were implanted in 2005. Angioplasty was performed using another company's balloon catheter. No additional event or patient information is available.

Manufacturer narrative:
The second multi-link rx pixel coronary stent system, part #1005635-18j, lot #5040431, indicated in the event description and d11, is being reported under the same manufacturer report number. Results and conclusion summation: engineering reviewed the incident information. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.